Manufacturer narrative:
Additional information: advanced bionics considers the investigation into this reportable event as closed. The revision surgery has been postponed indefinitely. The recipient is reportedly not experiencing any pain. The recipient is currently wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient presents with pain and is believed to have experienced an electrostatic discharge (esd) event. Revision surgery is under consideration.